Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an infusion of dexmedetomidine/precedex with a spectrum iq pump and "had a possibility of over infusion." Reportedly, "within five minutes of the infusion, the patient became unresponsive and comatose requiring vasopressors". It was also reported that ¿the patient had to be reintubated¿. No additional information is available.